Event description:
Patient has been revised to address pain, component loosening, component malalignment. Bone erosion from acetabulum - has lost medial acetabular wall.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Right asr xl. Reason(s) for revision: pain. Update received 11th september, 2013. Patient ID number, stem, additional reasons for revision added. Reason(s) for revision: pain, component loosening (cup), component malalignment. Bone erosion from acetabulum - has lost medial acetabular wall. Patient ID: (B)(6). Update received 18th september, 2013. Component loosening confirmation received. (Cup). Update received: 6th january 2014 - added surgeon: mr (B)(6), added hospital: (B)(6) clinic and (B)(6) reference number. New boxes completed. Update received 14th february, 2014. Legal letter added. Patient details, additional reference number added. (B)(6). Additional information: awaiting confirmation of which component was loosened. - confirmation received 18th september, 2013.